Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. It was reported that, per the patient, their device got infected. The patient also stated it "ran out of battery." The patient stated that is why it was replaced.